Event description:
It was reported that the user experienced hyperglycemia after initiating therapy with the ilet, with blood glucose reaching 300 mg/dl in the morning and subsequently trending down into the 200s; the user noted rapid insulin use while the system was adapting, and education on best practices was provided. Symptoms included elevated blood glucose without reported loss of consciousness, seizures, or other acute complications. Outcomes included no injury, no medical intervention beyond self-management, and no hospitalization or emergency care. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and that the event was consistent with hyperglycemia during early adaptive use. It was concluded that the cause of hyperglycemia was unclear and related to therapy initiation with ongoing system adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.